Manufacturer narrative:
(B)(4). D10 - medical product: articular surface fixed bearing posterior stabilized (ps) left 10 mm height catalog # 42512400710, lot # 64116664. H3: customer has indicated that the product will not be returned because requested but not returned by patient. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a revision procedure five years post implantation due to asceptic tibial loosening. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h11. Reported event was confirmed by review of x-rays provided. Visual examination of the provided pictures identified a metallic component with a circular base and a central stem structure. There appear to be remnants of biological material or residue on portions of the surface. The overall condition suggests wear, and the edges of the circular base are intact without visible fracturing or major damage. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. X-ray review indicates that an ap bilateral knees and lateral/patellar views of the left knee were analyzed. The assessment shows that a left knee arthroplasty is present with an abnormally angulated tibial implant, which appears loose and has subsided posteriorly. The femoral and patellar implants do not appear loose, and there is no fracture observed. The impressions include loosening and malposition of the left knee tibial implant with posterior subsidence. Additionally, bone quality is noted as osteopenic. The report confirms the aseptic loosening of the tibial implant without any other identified anatomical or implant failures that would lead to revision. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.